Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician attempted to treat a fistula by placing a graftmaster stent in the distal lad. The stent was unable to cross. The stent was reinserted but "got lost below the pelvis". The stent was removed without difficulty and a second stent was deployed. The pt's current condition is unknown.